Manufacturer narrative:
E1 - initial reporter address 2: (B)(6). H3, h6: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and long-term tests were performed. The customer's problem was not confirmed. The device works properly with full batteries. No issue found. 5-year battery service will have to be done.

Event description:
It was reported that the device has the problem s6d - shuts down. The battery is low with full battery. The incident was observed during a functional test in their workshop. There was no patient involvement.